Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a vizishot needle, the device was not visible under ultrasound. The user switched to a different lot and finished the procedure with no further difficulty. There were no consequences to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3, g2, h4, h6 and h10. H4: the device was manufactured in june 2022. The exact date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the needle was out of the ultrasound imaging range of the scope. However, the device was not returned for evaluation and a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.